Manufacturer narrative:
It was reported that a control syringe component "burst and cracked while in use." The use of the control syringe was not identified at the time of the incident and the reporting facility initially indicated that "no one was hurt or injured." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Two samples were returned for evaluation. Visual inspection of the samples found both syringes to be broken below the rotating luer lock on both samples received with no additional syringe damage seen. A sample of the same syringe were pulled from stock and the sample was seen to be hard to break at the location. A root cause for the reported syringe cracking could not be determined. Due to the reported product problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a control syringe component "burst and cracked while in use."